Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer was hospitalized due to high blood glucose levels between 200 and 300 mg/dl. It was stated that the insulin pump had a cracked battery cap and a dead battery, therefore, troubleshooting could not be conducted. The caller also mentioned that the customer has been getting failed battery test alarms. Advised that the insulin pump would be replaced. Nothing further was reported.